Manufacturer narrative:
(B)(4). Pump received with a missing segments/partial display and lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify unexpected battery power loss, pump error 3, pump error 79, low battery alarm, or rewind anomaly due to cracked lcd glass. Pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call the insulin pump had a motor processor and main arm errors. The customer blood glucose level was 150 mg/dl at the time of the incident. The customer reported the alarms and errors. The customer did troubleshoot the issue and was unable to clear the alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.